Event description:
The nail and two screws (proximal and distal) were broken one year after being implanted.

Manufacturer narrative:
Summary: examination of the breakage surfaces revealed, that the cause of the breakage of nail and cross screws was material fatigue due to overload after an implantation period of approx 12 months. The breakage surfaces suggest that the breakages of the nail had started with an incipient crack in the area of the flute at lateral and had continued through the bridges in medial direction. The kind of damages respectively material displacement identify that nail was heavily loaded during the period of implantation. Add'l stress factors contributing to the breakage could be a high level of pt activity (worn areas). It is very probable that hte level of stress, which did not reduce during the period of implantation, contributed significantly to the failure of the implant. Add'l stress factors contributing to the breakage could be add'l notch effects and an assumed high level of pt activity. A more precise conclusion is not possible, because x-rays and decisive info about indication, dynamization, special loading and complications are not available. This failure was not caused by any deficiency in the device. With respect to the aspects discussed, we regard to this case as pt related.